Manufacturer narrative:
(B)(4).there is a CAPA (corrective action preventative action) investigation associated with this complaint. (B)(4).

Event description:
A baxter service technician discovered on (B) (6) 2009, a colleague infusion pump with an inoperative channel select key on the channel c pumphead module keypad. This event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as unremediated. There is no further complaint information available.

Event description:
The customer reported that the xray tube was arcing. No patient injury was reported.

Manufacturer narrative:
(B) (4) the pump has been returned and evaluated by baxter. During the evaluation at baxter, a service technician discovered that the channel c pumphead module keypad was inoperable. The channel c pumphead module keypad was replaced. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.